Event description:
Routine complaint investigation confirms a falsely high test result. Analysis indicates that there is a possibility that this malfunction were it to recur for certain patients under certain condition, could result in serious adverse clinical effects to the user of the system.